Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. The oxygen pressure transducer calibration was bad resulting in inaccurate operation of the oxygen blender.

Manufacturer narrative:
(B)(4). Field service representative (fsr) went on site to evaluate the device. The fsr confirmed that the device displayed o2 out of range alarm. The blender was replaced recently and the root cause is suspected to be a faulty main printed circuit board (pcb). Pcb was ordered to be replaced and the repair evaluation is currently pending completion.

Event description:
The customer reported that the suspect vela ventilator displayed o2 out of range alarm while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.